Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored atrial tachy response (atr) episodes containing low-amplitude noise on the atrial and shock channels. There were five of these episodes over a 3.5 month period. Lead testing revealed sensing and measurements were stable and within range. Technical services (ts) discussed troubleshooting options and possible causes, asking whether the patient kept a cellphone or handheld device in their shirt pocket. No reprogramming was discussed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.